Event description:
Pt in hosp for mvr. Surgery on 9/22/1999. Pt off bypass. Using tee, the mitral valve prosthesis appeared not to be functioning. Pt placed back on bypass and mitral valve prosthesis removed and replaced with another valve prosthesis. (Medtronic m7700, size 31 me). Off bypass, pt continued to do poorly and was put back on bypass. Valve prosthesis removed and atrium and av groove inspected. Same 31mm valve prosthesis was reinserted. Pt expired on table.